Event description:
Family member sent a letter describing how they feel the pt is being taken in by the referenced health clinic, and that they are using an acupuncture type diagnostic device telling the pt of numerous conditions they are suffering from. Family member also states that the pt's regular md does not feel the pt has those conditions.